Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that electrode #1 was out of range; the device diagnosis was high impedance. It was noted that the event was related to the device or therapy and not related to the implant procedure. Interventions taken included reprogramming the device. It was noted that the outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of electrode #1 being out of range/high was not known. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was high impedance on electrodes 2 and 8. The patient was reprogrammed on (B)(6) 2018 and the event was noted to be resolved on (B)(6)2018. The cause of the high impedance was not provided.